Manufacturer narrative:
The insulin pump had a motor error alarm during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the motor error alarm. No moisture damage or corrosion was found at the electronic assembly. The insulin pump had a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.